Event description:
It was reported that during a hip procedure using a sidewinder blade icw, the want produced a cracking noise and could no longer be adjusted upon squeezing the handle. This happened with 2 add'l like wands. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.